Event description:
It was reported that the catheter got stuck while imaging in the artery at first pull back. Further clarification stated that the catheter did not get stuck with the guide wire. It was reported that while the physician was withdrawing the catheter after first pullback, catheter was pulled out individually but not along over the guide wire. The guide wire did not come out from guide wire lumen of the catheter. The physician tried to reinsert catheter over the wire but strong resistance was experienced and the catheter was no longer used. The second catheter (other company product) was used in place of this catheter functioned as intended and accomplished the ivus procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the manufacturer, so, a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. If additional information becomes available at a later date, an updated report will be submitted.